Event description:
The hosp reported that during a coronary artery bypass procedure using the heartstring iii proximal seal system, the aortic cutter failed to activate upon depressing the actuation button. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The needle was bent. The cutter was reset into its original position and was reactuated by depressing the actuation button; the device performed according to specifications. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).